Event description:
Manufacturer's representative reported removal of pump due to pump pocket infection. Patient symptoms and outcome were not reported. Additional information has been requested. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.